Manufacturer narrative:
Additional manufacturer narrative: the engineering evaluation and conclusion was completed on (B)(4) 2013. It states: a 3300tfx 25mm valve was returned and evaluated by engineering and chemistry. Particulates were observed on all 3 leaflets. Particulates were one white fiber, approximately 2mm in length, one black speck, less than 1mm in length, and one brown speck, less than 1mm in length. No visible inconsistencies were observed on the valve. Chemistry confirmed the ir spectrum of the microscopic particulates showed similar absorption characteristics when comparing to polyester and cellulose fiber blend like material. Ir spectrum of the fiber like substance showed similar absorption characteristics when comparing to delrin like material. Based on the chemistry report, the particulates showed similar absorption characteristics to materials used in the cleaning rooms. However, valves are 100% visually inspected for particulates per procedure so it is unlikely the valve would pass inspection with the observed particulates. Edwards bioprosthetic heart valves are manufactured under controlled, environments in clean rooms which meet all industry cleanliness classification requirements in accordance with is014644-1. All personnel, including visitors and contractors, entering or working in edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During manufacture, each valve is visually inspected and functionally tested prior to packaging. These inspection steps check for general appearance and inspect the leaflets under magnification. Subsequently in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves and glutaraldehyde solution undergo a 100% inspection for foreign particulates per sterilization and packaging of tissue products procedures. The jar was opened and the sterility barrier was broken so it cannot be determined when the particulates came into contact with the valve. Additionally the i.d. Tag was removed, suggesting the device was used. The DHR was reviewed and there are no related ncrs. No corrective action will be taken. There is no reasonable information to suggest device was contaminated during the manufacturing process. The product instructions for use (IFU) is included to instruct proper handling of the valve to avoid contact of the leaflet tissue with foreign particulates.

Event description:
As reported by the customer, the ventricular surface of the leaflet of the device was not completely clean. The valve was not implanted. Through a follow up with the sales rep it was learnt that when the lid was opened they noticed white filaments in the liquid inside the jar. They decided to leave the valve in its jar and replace it with another valve same model and size.

Manufacturer narrative:
Evaluation summary: complaint of particulate was confirmed. Particulates were observed on all 3 leaflets. Particulates were one white fiber, approx 2mm in length, one black speck, less than 1mm in length and one brown speck, less than 1mm in length. No visible inconsistencies observed on valve. Sample sent to chemistry for further testing. Chemistry report: ir spectrum of the microscopic particulates showed similar absorption characteristics when comparing to polyester and cellulose fiber blend like material. Ir spectrum of the fiber like substance showed similar absorption characteristics when comparing to delrin like material. Method: ir spectrum analysis. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The evaluation summary is pending.